Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not charge) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p1, p2, p3, and p4 pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not charge) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p4 pad were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery packs.

Event description:
A us distributor reported that the patient's batteries would not charge.